Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured left basal ganglion arteriovenous malformation. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the right femoral artery, with 7.9 mm diameter.  It was reported that the surgeon used onyx glue injection to treat the arteriovenous malformation. After the marathon catheter was in place, the surgeon found that the distal section of the catheter was leaking glue during the glue injection process. The surgeon then removed the microcatheter, replaced it with a new one, and then continued to inject glue to complete the surgery. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210). As found condition: the marathon catheter was returned within a shipping box and a plastic bio-pouch. Damage location details: dried liquid embolic residue was found with the marathon catheter hub. No bends or kinks were found with the marathon catheter body. The marathon catheter distal tip was found to be in good condition. Upon microscopic inspection, no ruptures, punctures, or holes were found with the marathon catheter. Testing/analysis: the marathon catheter could not be flushed as it was found to be occluded with the liquid embolic. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter leak¿ report could not be confirmed, and the cause of the reported event could not be determined. No ruptures, punctures, or holes was found with the returned marathon catheter. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the reported leak could not be determined. During injection of the liquid embolic agent into the catheter, the surgeon reported no resistance. The injection was performed with pauses rather than as a continuous injection, and the injection rate was followed in accordance with the IFU. The surgeon indicated that the liquid embolic agent did not become embedded in an unintended location. No additional medical intervention was required. Images of the ruptured catheter were not available. The patient was reported to be in good condition following the procedure.